Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that approximately 1,402ml of methotrexate in d5w1/4ns+30meq/l was spilled when the burette tubing separated and leaked at the luer lock. There was no patient harm. Received a copy of the customer's medwatch report which states, "patient was receiving methotrexate infusion when rn entered the patient's room for hourly rounds. The rn found methotrexate spill on the patient's bed. Her assessment found the equipment had malfunctioned with break noted at y-tubing. The patients port was noted to have blood leaking from the line because where the q-syte was attached to broken tubing was still activated. The infusion was stopped, the patient was bathed and moved to a clean room. Environmental services contacted for chemotherapy spill clean-up. There was approximately 200mls of fluid that went into the patient's mattress which was removed and will be shrink wrapped and burned. The patient's port was deaccessed and re accessed without difficulty. The patient had a second bag of medication and per patient's md, the spilled portion of the first does will be made up after completion of scheduled dose. The patient was discharged on 3/23 and will follow up at md office as outpatient."

Manufacturer narrative:
Additional information provided. The customer¿s report of separated and leaking tubing was confirmed. Visual inspection of the set showed the male luer component was no longer attached to the end of the tubing. Examination of the area of separation under magnification revealed only slight evidence of bonding solvent having been applied to the end of the tubing. No functional testing was deemed necessary due to the separation. Fluid was leaking from the separation. The root cause of the customer¿s report was insufficient application of bonding solvent at the luer-to-tubing attachment site during manufacture of the set.